Manufacturer narrative:
No contact information was provided to request the product for return.

Event description:
The customer filed a lawsuit alleging that he received "inaccurate" results on his coaguchek xs meter (serial number was not provided) which caused him to have a stroke. This event is covered in MDR with patient identifier: (B)(6). Within the summons, the customer also alleged that "the meter and test strips were defective and provided inaccurate inr results in many patients, thereby placing users at extreme risk of receiving dangerously incorrect doses of anticoagulants". This allegation will be covered on this medwatch. No event dates were provided. No specific product information (coaguchek xs meter serial numbers or test strip lots) was provided. The only information available concerning these incidents is from the summons received by roche. Roche has no further information related to these incidents other than the general information provided in the summons. Specific meter results and actions taken based on the meter were not provided. No additional information regarding the impact to patients, whether treatment was provided, or current condition is available. No contact information was provided. No product is expected to be returned for investigation by roche.